Manufacturer narrative:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a battery is not charging. Also, safety disk replacement is due. No patient involvement reported. A getinge field service engineer evaluated the unit and found batteries were not charging found unit not fully seated and had to clean the connections in the rear from corrosion tried a power supply board and it did not change the outcome and also unit was missing a battery at first, completed repair and ran a function checked unit to make sure unit fully charged and discharged and then charged again. No other issues at this time.replaced safety disk(d202-00-0140) which is due.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units battery is not charging as well as safety disk replacement is due. There was no patient involvement.